Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin irritation on (B)(6) 2016. The sensor was inserted into the arm on 03/10/2016. Irritation was described as reddish-pink and similar to eczema. Reaction was located where the sensor patch was. Affected area was treated with ointment, prescribed by the dermatologist on (B)(6) 2016, for a previous skin reaction. No additional event or patient information was provided. The sensor was inserted into thr arm. The dexcom g5 mobile cgm system user's guide states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.